Manufacturer narrative:
(B)(4). Batch # m91757. Advancer the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips could not be fed as the tip of the advancer was noted to be bent. No further testing could be performed due to this condition. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a laparoscopic transverse colectomy, the grasping force of the trigger was higher than expected and then, a teardrop shaped clip was fed into the jaws when the trigger was grasped forcibly. The device was used on the blood vessel. Then, the device was checked out of the patient. It was found that the grasping force was higher than expected and a teardrop shaped clip was fed into the jaws as well. Another device was used to complete the case. There were no adverse consequences to the patient.